Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were getting a no delivery alarm when trying to bolus. They had changed the infusion set and tried to bolus. Troubleshooting was performed and insulin exited without incident. They were advised that the site may have been occluded. The customer¿s blood glucose level was 600 mg/dl. They treated the high blood glucose with a manual injection. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.